Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that approximately three days post implant it was determined that the patient had a pericardial effusion. The patient was taken to the operating room and the fluid around the heart was removed through a pericardial window. It was also noted that the lead had high/unstable/unmeasurable thresholds. The physician elected to remove the active fixation lead and replace it with a passive fixation lead. The physician attributed the pericardial effusion to a perforation. The patient tolerated the procedure well. No further patient complications were reported as a result of this event.